Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was not returned to the manufacturer as it is no longer available. Our investigation is, therefor,e based on our knowledge of the product and the description of events. Results: the customer claimed that the content of the rt329 breathing circuit kit is incorrect as it is an rt235 breathing circuit. A lot check was not performed as no lot number was provided. Conclusion: we were unable to confirm the reported fault by the customer as the complaint device was not returned. It is possible for the production line operator to attach an incorrect product label, however, there are standard operating procedures that instruct the operators to attach the printed label to the packaging of the breathing circuit model being assembled.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information with regards to the complaint device. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported via a distributor that the packaging of an rt329 infant continuous flow breathing circuit kit contains an rt235 infant bias flow dual-heated evaqua breathing circuit. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported via a distributor that the packaging of an rt329 infant continuous flow breathing circuit kit contains an rt235 infant bias flow dual-heated evaqua breathing circuit. No patient consequence was reported.